Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The meter replacement order was tracked and found to have been delivered on september 19, 2014 at 1:48 pm. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported a delivery issue involving a replacement meter, which was ordered after he called on (B)(6) 2014 to report an unspecified error message he was receiving on his adc blood glucose meter. Customer further reported that "two or three days" prior to calling on (B)(6), 2015 he called the paramedics to have his sugar checked. Upon arrival the paramedics received a reading of 48 mg/dl at 7:30 am and treated him with "saline" and "something sweet orally". At around 8:00 - 8:30 am they rechecked his glucose and received a reading of 83 mg/dl. Customer felt better so he declined to be transported to the hospital. Customer then reported that he also received (unspecified) treatment from the paramedics in early (B)(6), 2014, but that he could not remember the details and noted becoming increasingly confused by the call center agent's attempts to clarify the details. No further information was provided as he became impatient with the questions and declined to continue. There was no report of death or permanent injury associated with this event.